Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient suffered a pericardial effusion. The lead was removed to resolve the effusion and a new lead was implanted accordingly. No further patient complications have been reported as a result of this event.